Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and three months post filter deployment, the patient presented with abdominal pain. Subsequently, three months later, computed tomography (CT) revealed an inferior vena cava filter was seen here with the tip projecting at the level of the entrance of the right renal vein. The tip appears central in the inferior vena cava lumen. A total of 7 prongs had perforated the inferior vena cava (ivc). All the struts are felt to be intact on the filter. They were however projecting just outside the aortic lumen by a few millimeters. Coronal images show 1.73 degrees tilt and sagittal images shows 3.19 degrees tilt. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical states, ¿coronal images show 1.73 degrees tilt and sagittal images shows 3.19 degrees tilt¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 05/2013), g3, h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and its seven struts perforated through inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six and half years later, CT revealed a total of 7 prongs had perforated the ivc. Coronal images show 1.73 degrees tilt and sagittal images shows 3.19 degrees tilt. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for filter tilt as the medical states, ¿coronal images show 1.73 degrees tilt and sagittal images shows 3.19 degrees tilt¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and its seven struts perforated through ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.